Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient regained use of their device and was satisfied with leaving the device in place and it was no longer scheduled to be removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had pain in the pelvic region and was in the emergency room (ER). The doctor turned off the device and was to follow-up in one month. Additional information received from a healthcare provider (hcp) on 2018-04-30 who said the complications were first noticed on (B)(6) 2018. The cause of the complications were not determined; the patient was having severe pain and burning so they went to the ER on (B)(6) 2018 due to the severity of the symptoms. The patient's ins is scheduled to be removed on (B)(6) 2018. No device issue was reported and no further patient complications have been reported as a result of this event.